Manufacturer narrative:
The pts xray's confirm that the device was not placed according to the IFU and surgical technique guide. Sonoma's surgical technique guide clearly specifies the minimum implant depth to ensure adequate fracture support. The surgeon did not follow the instructions for use and failed to place the implant to the specified depth, leading to implant failure.

Event description:
A sonoma crx-cwg was removed from a pt who had been previously implanted. The implant was removed on (B)(6) 2013, because the implant was broken. The x-ray, which was rec'd, shows the device was not implanted deep enough. The device was not returned.